Event description:
The electronic ordering device of the featured vendor has been found to cancel orders proffering reasons that are inconsistent with the clinical circumstances and the case. The orders are canceled not by a doctor's click, but due to an internal flaw in the device and its interfaces. The equipment make up the reason that appears on pop-up screens. In this case, an echocardiogram was ordered in a pt with coronary ischemia. It was discontinued within 3.5 hours of having been entered with the reason provided, "pt discharged". This pt was not actually discharged for another 7 days, nor was there an active discharge order at that time. -parenthetically, it is added that another pt hospitalized at the same general time was actually discharged from the hosp but remained on the active hospitalized pt roster of the powerchart for more than one full day. The insurance carrier was billed for the extra day and paid the hospital for it.- there are innumerable computer generated orders with made up nonsense reasons which serve to delay and disrupt the eval and management of critical illness and obfuscate the cognitive function of otherwise effective clinicians, and in so doing, subject the pt to unpredictable risks.